Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive when attempting to deliver a quick bolus. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.